Event description:
Pt. Underwent arthroscopic partial medial meniscectomy w/ chondroplasty medial femoral condyle, medial patellar facet. The artroscopic blade (shaver) would not fit properly on hand piece and continued to snap out. No adverse outcome to pt.